Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Sales rep reported, patient presented with a draining surgical wound. Dr. Opted to perform an extensive I&d and "poly swap". No complaints filed against the components themselves, no further info. Right knee.